Manufacturer narrative:
The cls and two (2) leads were returned to saluda for analysis. Active anchors were reported to be used but were not returned. The cls passed all functional testing without noted issues. Visual inspection for lead 1 identified a cut in the midsection and failed the wet electrical functional testing. Lead 2 failed functional testing due to high impendence on electrode 10. Further capacitance testing revealed intermittent disconnection when flexing the lead. There was no visible damage at the distal end of the lead. The cause of the disconnection was not definitively determined. Intermittent disconnections on an electrode used for programming would cause the stimulation to stop rather than change the location of the stimulation sensation. Therefore, this likely did not cause the reported undesired stimulation. The cause of the unwanted stimulation is most likely the migration of the leads, causing the electrodes to stimulate unintended regions. Without the return of the anchors for analysis, it is impossible to reach a definitive root cause regarding the migration. The cause of the difficult lead insertion was not confirmed. Per the event report, challenging patient anatomy may have contributed to this although this could not be confirmed definitively. The evoke scs system surgical guide details ways to confirm lead placement using external neuromonitoring equipment, ecap measurement, and paresthesia mapping. The surgical guide also includes the following as a potential risk: "undesirable changes in stimulation sensation and/or location¿ and ¿lead migration from the location chosen at initial implantation, resulting in stimulation changes¿ for which "the patient may require surgery (including revision, explant, and replacement)." Attempts to reprogram therapy were attempted but unsuccessful.

Event description:
During implantation of an evoke spinal cord stimulation (scs) system, difficulty inserting one of the leads due to patient anatomy was reported. Two months later, the patient reported unwanted stimulation in their abdomen which was confirmed to be due to lead migration. Troubleshooting was unable to provide adequate therapy, therefore the system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.